Event description:
Information received with return of the explanted device notes that transtelephonic monitor strips were abnormal and showed that the measured output voltage was low. The patient had been having "spells". Subsequently, the device was replaced.